Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 31, 2007, the lay user/patient contacted lifescan alleging that her one touch basic was reading inaccurately low compared to her feelings/normal readings. In the morning, she had blurred vision and numbness in her hands. She tested on her meter and got a "0 mg/dl, danger call.dr." Meter reading, but did not retest her blood glucose. She ate something and got "35 mg/dl control." The patient thought about going to the hospital but decided to administer self-care with juice and cola. Later, the same day, she got a "64 mg/dl" around 4-5pm. She expected a higher reading because she had eaten earlier in the day. Around 8-9pm, she obtained another "64 mg/dl" so she called the clinic for advice. They advised her to go to the hospital. She did not administer any additional self-treatment and had her son take her to the hospital. When she arrived at the hospital about 45 minutes after her last meter reading, her blood glucose was "361 mg/dl" on the hospital's device. She was treated with an IV and released the next morning at 5:30am. The patient usually tests in the morning and evening and takes 70/30 insulin (45 units in the morning and 15 units in the evening). On the day of the incident, she took her insulin as prescribed. The patient stated that her symptoms were typical of her low and high blood glucose levels so she did not take any actions until she tested on her meter. She took treatment for low blood glucose levels based on her low meter readings. She stated that throughout the day her symptoms did not change until her symptoms were relieved at the hospital. Her insulin dosages were not modified after going to the hospital, but she was advised to get a replacement meter. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. Only the "64 and 35 mg/dl control" meter readings were verified in the meter's memory. This complaint is being reported because the patient claims she obtained low meter readings, which ranged from "0-64" mg/dl," and administered self-treatment with food/drink based on those readings. She was later treated for hyperglycemia by medical professionals. The meter, test strips, and control of solution were replaced.